Manufacturer narrative:
Performed visual examination of returned screw under magnification. Screw head was sheared off near the full-turn runout, resulting in a head fragment approximately 0.050" thick at the thinnest point and 0.070" thick at the most jagged point. Broken head shows plastic deformation of the hexalobe form.

Event description:
During insertion of a locking screw, the top of the head of the screw, the rim of screw, was sheared off. Surgeon had to remove everything in order to work on the removal of the broken screw which caused a 20 min delay. Once screw was explanted, all implants were reimplanted in patient.